Event description:
These are the events of my inguinal hernia that occurred about 1992 or 1993 from the result of doing too many sit-ups one day. When doing sit ups one day I felt a burning sensation in my right lower abdomen and I noticed I had developed a hernia. I went to a doctor and he advised to get it repaired but I waited about two years because I was having no pain but one day hiking I started to have real sharp pains where my hernia was and could barely walk. I had the hernia done about 1995 with (B)(6) in (B)(6). When I woke up from the operation the pain was incredible and I got very nauseated because I was totally put under which I would never do again. I had an incision type surgery done. It was not laparoscopic surgery. I also had a lot of back pain when I got up because I have a bad back and need to be propped up when lying flat on my back and will need to do so next time I have an operation. I had electrical nerve and burning pains going from my groin area to my inner thigh and outer thigh all the way down to my ankle after the surgery pain went away. When I called my doctor all he told me was the hernia was repaired and he seemed to care less about my pain. His name was dr. (B)(6). I then went to one of the best hernia doctors in the state at (B)(6) hospital in (B)(6) by the name of dr. (B)(6) who lives in (B)(6) now and he confirmed the hernia had been repaired and another doctor in (B)(6) confirmed the same. Dr. (B)(6) at (B)(6) hospital told me that there was not anything he could do because he said that the mesh becomes like cement and gets entangled literally in the flesh and he referred me to (B)(6) pain clinic which was the biggest waste of money. All they asked me was my level of pain and they told me after awhile I would get used to the pain over time. I could not find anyone who would take out the mesh. I was advised by I think dr. (B)(6) to have neuro massage therapy which I did for months but that really did not do anything for me. I ran into an olympic runner from (B)(6) who had a problem with his hernia and he went back to a doctor in (B)(6) and whatever the doctor did for him was corrected. I went to this same doctor because of the results he had. That doctor noticed a round piece under my skin about the size of a nal head where the hernia was done and shot some kind of nerve block which really felt good and he went back in not to re-open the hernia but to do some kind of exploratory surgery which when finished actually stopped the pain totally going down my leg where the pain was now only located in the inguinal area. This was about 20 years ago. About (B)(6) 2016 I was lying flat on my back bringing my right knee to my chest and then pulling it over to the left side of my body which is a chiropractor move to adjust my back which I do every day and I think that caused the nerve or scar tissue to get caught in the mesh or whatever because that day the nerve coming from the inguinal area all the way down to my thigh to my ankle was so bad I could barely walk. It has gotten worse since then. I don't feel it that much in the morning but after walking 20 minutes to the beach and swimming a mile the pain gets quite intense going down my leg and across my back and then I take 1-2 aspirin to get rid of the pain. I use to run in 6k races even after the hernia operation was done but with discomfort. Now it would kill me if I tried it. I swim about a mile a day but take tumeric and aspirin after the swim but only once in awhile did I have to take pain killers before I messed it up this time. I had the original operation in 1995 but started to have prostatitis 3-5 years after this which I don't know was caused by the mesh but I was only in my early 40's then. I do take a vitamin for my prostate that helps me have an erection but it is definitely not like it was 20 years ago and I don't know if that is because of my age or this problem with the mesh.